Manufacturer narrative:
The associated complaint device was not returned for evaluation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.

Event description:
It was reported that femoral impactor broke when impacting femoral head. Backup was available. No delay recorded and no patient harmed.